Event description:
It was reported the customer received a button error alarm during a bolus delivery. The customer's blood glucose was 147 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
No button error alarm noted. Esc and act buttons did not respond due to corroded keypad traces. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.